Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a gap in adhesive area between server plug-in and distal end, wear in the adhesive around light guide lens, crack in the adhesive around objective lens and residual liquid in distal. There was no patient involvement.